Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited rising thresholds just before the patient left the operation room after the implant procedure. Reprogramming occurred. The leadless ipg remains in use. No patient complications have been reported as a result of this event.